Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The logfile review shows all laser system functions were within specifications for the respective treatment. During treatment phase of reported treatment after successful center test shows a warning message. The warning is due to the laser pedal not being pressed enough. After that the user performed the center test again without reason and another message appeared and the user aborted the treatment. The user restarted the aborted treatment and finished it without other issues. So there is no technical problem and the reported laser stopped during the treatment is due to the user press the center pedal instead of the laser pedal. The shutter error was caused by partly release of the laser pedal by the user or the laser pedal was not pressed enough. The root cause for displaying shutter error was partly release of the laser pedal by the user or the laser pedal was not pressed enough. The device works as intended. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a shutter error during photo refractive keratectomy of the left eye which would not allow the treatment to be continued. The treatment was aborted and able to be completed after the system was reinitialized. The patient was treated in full without injury.